Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've been up all night and thinks the device shut itself off. As a result of what was reported, they were advised to reach out to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the circumstances/cause of the issue was unknown and was to be reassessed at a follow up visit with the pa for programming. The hcp noted that the patient came into their office to leave a urine sample to rule out an uti. There were no further complications reported or anticipated.